Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 alleging the time and date were incorrect on the pump and the meter remote. The reporter stated the patient experienced low blood glucose (bg) of 64 mg/dl without symptoms of hypoglycemia. This bg excursion does not meet the criteria for a reportable adverse event. The reporter also stated the patient had elevated bg that read ¿high¿ on the meter without reported symptoms of hyperglycemia when the time and date were set incorrectly. Details of treatment of the hyperglycemia were not provided by the reporter. Customer support assisted the caller in resetting the time and date to current. There was no allegation that the time and date had reset on its own without user intervention. The pump was not requested back. This complaint is being reported because the patient experienced hyperglycemia resulting from use error while on insulin pump therapy with a pump whose time and date had been incorrectly set.